Manufacturer narrative:
On 2/20/1998, follow up information was received. The symptoms resolved on 10/10/1997.

Event description:
A pt was tested on 11/21/96 and 12/5/96, with negative results and treatment for the first time on 12/23/96, to the horizontal forehead lines, nasolabial folds, glabella, lateral orbital creases and oral commisures. On 1/23/97, the pt called the physician to report the onset, that morning, of swelling, induration and erythema at all sites of treatment, most prominently on the forehead. On 1/30/97 the pt presented with continuing symptoms at all sites of treatment and both test sites. The physician diagnosed a hypersensitivity and prescribed prednisone, ice and pramosone cream.